Event description:
This complaint was reported by a customer from france. A delivery issue was reported. Rehospitalization and medical intervention (administered naloxone) were reported in the event. However, no human harm, including permanent impairment, serious injury, or deterioration in the patient's state of health beyond the need for medical intervention was reported.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: no indication of over delivery was observed in the event log investigation. Conclusion: per the current investigation, there is no indication of any irregularities. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in an additional report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k161667.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. Rehospitalization and medical intervention (administered naloxone) were reported in the event. However, no human harm, including permanent impairment, serious injury, or deterioration in the patient's state of health beyond the need for medical intervention was reported.

Manufacturer narrative:
Eitan medical has conducted attempts to receive the event log of pump, as well as the pump itself, for investigation. To date, only the event log has been received and is currently under investigation. Event log investigation findings will be provided in the follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k161667.